Event description:
It was reported that the fire dept attempted to defibrillate 3 times as 200/300/360, and the device would not deliver energy. The pt was not resuscitated.

Manufacturer narrative:
Physio-control continues to investigate the reported event.